Event description:
It was reported that a loss of capture was observed on the atrial lead. X-ray imaging revealed dislodgment. During the repositioning attempt, the leads helix would not extend. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Lead dislodgment and helix extension/contraction complaint was confirmed; blood/tissue were present in the helix and inner coil. After cleaning helix and applying torque directly to the inner coil the helix could be extended and retracted normally. Lead exhibited normal electrical characteristics. Damage to the outer lead insulation is consistent with that occurring during explant.